Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for and high rate non-sustained episodes and sensing integrity counter (sic).  Oversensing was also observed on stored electrograms (egm).  The lead remains in use.  No patient complications have been reported as a result of this event.